Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 04-MAR-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of MedStation ES Station LAD_MAIN 3.1 (CUBIE drawer / Device not detected on bus) was confirmed during Field Service Engineer testing and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE verified the issue and confirmed that the row board cable intermittently loosened, causing the drawer to go off bus. The FSE replaced the row board cable (P/N 150825-01); however, the issue persisted. The FSE then replaced the drawer board (P/N 331392-01), PCBA controller module (P/N 151630-01), and retractor band (P/N 353844-01). The drawer was reconfigured, firmware updates were performed, and the unit was rebooted. The system was tested using HTA, and the customer completed inventory successfully.During DCHU Visual InspectionP/N 353844-01: The flat flex cable showed internal wiring issues with associated thermal damage, no other issues were observed during visual inspection.P/N 151622-01: was received with signs of fluid ingress.P/N 151630-01: was received with signs of fluid ingress.P/N 331392-01: was received with no signs of physical damage, fluid ingress, loose or missing components.P/N 151630-01: was received with signs of fluid ingress.P/N 150825-01: was received with no signs of physical damage, fluid ingress, loose or missing components.During DCHU TestingP/N 353844-01: No DCHU testing was required due to the thermal damage observed during visual inspection.P/N 151622-01: No DCHU testing was required due to the signs of fluid ingress observed during visual inspection.P/N 331392-01: passed successfully the DMM and HTA testing with no irregularities or intermittence.P/N 151630-01: No DCHU testing was required due to the signs of fluid ingress observed during visual inspection.P/N 150825-01: passed successfully the DMM and HTA testing with no irregularities or intermittence.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint of MedStation ES Station LAD_MAIN 3.1 (CUBIE drawer / Device not detected on bus) was determined to be:Crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality.A faulty USE 331392-01 PCBA DWR CNTLR v1.10/v1, P/N 151622-01 due to fluid ingress, which compromises the proper functionality of the whole board.A faulty PCBA PMC v1.06/v0.09BL HH P/N 151630-01 due to fluid ingress, which compromises the proper functionality of the whole board.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES main drawer 3.1 cubie was not detected on the bus.As per part investigation, it was determined that the reported issue was attributed to crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01), which resulted in thermal damage and ultimately compromised the drawer's functionality.However, there were no delays or adverse events or injuries reported based on this event.